Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump and to call back if malfunction alarm recurred, and acknowledged understanding of these instructions.